Event description:
The customer complains about blood leak during treatment. Blood flow rate 112ml/min. Tmp: 120mhg. There was insignificant blood loss. No medical intervention was needed. No serious injury.

Manufacturer narrative:
Add'l MFR narrative. No failure was found during investigation. Gambro does not regard the submission of this report as an admission of liability.